Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the, ¿system monitor is not turning on¿ was confirmed with the evaluation of the returned system monitor (serial#: (B)(4)). The reported issue was reproduced with laboratory equipment, and was determined to be related to the main printed circuit board. The customer was contacted and decided to not repair the system monitor at this time. The unit was not repaired was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg, and qa specifications. System monitor (serial#: (B)(4)) was shipped to the customer on 20mar2008. Hmii IFU and hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not turning on.